Event description:
Healthcare professional (hcp) reported one incident of a blood leak with the psn 140 dialyzer. Blood leak occurred at the start of treatment and was noted visually in the dialysate. Blood leak was confirmed with positive hemastix. Estimated blood loss was 250 cc as a result of not returning blood from the extracorporeal circuit to the pt. Treatment was resumed with new disposables, including a dialyzer from the same lot, and completed without further incident. No pt injury or medical intervention was reported per hcp.